Event description:
Procedure: lap chole. According to the reporter: the clips dispensed from the device and scissored, cutting the vessel. Delay in operating room was 10 minutes. The reporter did not have available how the problem was corrected. There was no blood loss reported.

Manufacturer narrative:
(B)(4)